Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient missed a refill. The low reservoir alarm date was (B)(6) 2013 and was set to 2.0ml. The patient did not hear the alarm until approximately 2 weeks prior to the report. The patient reported hearing 3 beeps every 20 minutes. On the day of the report, (B)(6) 2013, the pump was interrogated and it was confirmed that the low reservoir alarm occurred as well as an empty reservoir alarm. Troubleshooting was performed; however, it was unclear what steps were to be taken to address the issue. No patient symptoms were reported. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the pump was refilled on 2013-(B)(6). The patient did not experience any symptoms. Patient outcome was reported as no injury.